Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the power switch was replaced . The iabp was tested to factory specification. It functioned normally and was returned to the customer.